Event description:
The event is reported as: customer reported that during a demonstration, the jaws on the applier snapped in half when she was trying to load on clips. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.